Event description:
The customer stated she was taken to the emergency room on two separate occasions last week for hypoglycemia. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.